Event description:
It was reported, the patient had an increased recharge burden for her ipg. The sjm representative met with the patient and reprogrammed the system. Follow up identified the physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.